Manufacturer narrative:
This is our combined intial and final report on this incident.

Event description:
The customer reported false positive results of patient samples with the anti-b of ih-card abo/d(dvi-)+rev. A1, b on ih-1000. When testing was repeated, no alse positive results in the anti-b well were observed.. The customer visually checked the ih-abo/d(dvi-)+rev a1,b cards on the instrument and some of them appeared to have droplets on the side of the anti-a wells but a lot of the cards appear to be fine. The customer did not provide the allegedly defective product sample for investigational testing. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive test result. Additionally, our quality control laboratory visually checked their retention sample for intact sealing, homogeneous gel, visible supernatant, and the absence of droplets in the reaction chamber. All acceptance criteria were met. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected ih-1000, the customer provided the trace files for investigation. We noticed that all these samples were performed with the left pipettor. Based on our experience an inter-well contamination is highly suspected. It is generally caused by using ih-card on bad status (drops of antisera under the aluminum foil of the ih card) and/or the non-centering of the needle/ ih card wells. We were informed that the field service engineer already replaced parts of the left pipettor. Due to the assumed inter-well contamination, we highly recommended the following to the customer: replace the needle if it was bent or damaged. The adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. Control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. Check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. Control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. Finally, perform a weekly maintenance and qc test. And we highly recommend noting the following points according to the chapter precautions of the instruction for use: do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. Do not use cards with damaged foil strips. Do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. Cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card." The complaint cause (false positive results on ih-1000) is already addressed in our internal CAPA (B)(4).